Event description:
It was reported that the user removed the protective case from the ilet and, upon reinstalling it, the device screen cracked, resulting in a damaged display while blood glucose control and cgm data were reportedly unaffected and the pump remained usable but hard to see. Symptoms included no injury or adverse physiological effects. Outcomes included provision of a replacement ilet, instruction to use backup therapy if needed, continued cgm use, and a requirement to return the original device; the original device was subsequently lost in transit and will not be returned. Investigation included review of the event history and logistics follow-up with the carrier. Investigation of this case revealed a cracked display consistent with physical damage to the user interface component, with no reported functional failure of insulin delivery or sensing. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage leading to a screen/display break, with no device malfunction identified. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.

Manufacturer narrative:
Device was not returned per the request of beta bionics. User complaint of 0000083127 could not be confirmed. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.